Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between june 20, 2019 to june 23, 2019. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing using sterile water was performed with no issues or leak noted for both samples. The reported condition was not verified. During batch review, a leak test failure was identified due to insufficient glue and the impacted units were scrapped; additional 100% leak testing was performed on remaining production with no failures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 sterile repeater pump tube sets were leaking from the part that "connects the needle" (vented spike). This was identified during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.